Event description:
A doctor reported a descemet's detachments found in the secondary incision during a laser assisted cataract surgery in a patient's left eye. The detachment was reported as discreet and the doctor dealt without any major problems. The procedure was completed with no other issues.

Manufacturer narrative:
No further information was able to be obtained from the reporter. With no additional related information, the reported event was not able to be confirmed. Based on assessment, the product met specifications at the time of release. The root cause cannot be determined conclusively. (B)(4).

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).